Event description:
It was reported that the patient was not getting adequate pain relief due to leads have migrated half a vertebral body. The patient underwent a revision procedure wherein a one lead was moved to the right. The leads remain implanted in the patient.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4), batch: (B)(4).